Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular lead was found to have exhibited far p over-sensing. No intervention was performed or scheduled. No patient consequences were reported.